Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during follow-up in clinic, high capture threshold, decrease in sensing and drop in lead impedance was observed. There was also a high out-of-range lead impedance measurement. Lead was explanted. Patient's condition was stable after the procedure.